Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported split/frayed suture could not be determined. Factors that may contribute to split/frayed suture include, but are not limited to, an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tract during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional atrial fibrillation procedure with an 8f sheath. Reportedly, the suture was successfully harvested. However, upon knot advancement, the blue (rail) suture was observed to be split prior to the use of the suture trimmer. Despite this, hemostasis was achieved using the same prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.